Manufacturer narrative:
During training with the customer, the tosoh clinical support specialist found the following: the customer was using distilled h2o to make up their hba1c calibrators, not performing daily maintenance of the analyzer, and using an adjustable volume pipette of 100-1000¿l to measure blood sample of 40 ¿l. The most probable cause of the identified operational errors is related to lack of user education and/or training. Waters of the highest purities are often been described as "type I" to designate ultrapure waters. It is important that the customer use reagent grade water high in purities for consistent results in diagnostic processes. Use of distilled water does not provide this level of purity; and thus, the standard of consistency needed for diagnostic processes. The use of distilled water to mix reagents along with not performing daily maintenance and using inaccurate blood volume for samples can create inaccurate patient test results. Review of the aia-900 operator's manual indicates: review of the aia-900 operator's manual (section 11- maintenance) describes periodic maintenance which must be carried out by the user in order to keep the aia-900 in good condition. Daily checks are required before use of the aia-900 analyzer to ensure maintenance cleaning of the wash probes, substrate lines, tanks inside or replacement of wash probes has been performed per recommendations. If the substrate tube is contaminated after long-term use, the substrate background intensity may rise, so wash the inside of the substrate tube at the end of assays once a week. If the probe tip at the end of the b/f wash probe becomes contaminated, the assay accuracy/precision at low concentrations will be affected. Clean the probe tip after the end of assay once a week. If the probe remains dirty despite washing it, replace it with a new one. Wash the diluent tank and the washer tank once every three months. Section 9 of the aia-900 operator's manual discusses the following for shutdown of the aia-900 analyzer: at the end of work, be sure to replace the liquid in the substrate tube. If you leave the substrate in the tube, moisture may evaporate and the reagent may dry out in the flow path. Also, degradation of the substrate may cause the rising of background during assays. Replace the substrate in the tube with 70 % ethanol. If you replace the substrate with distilled water, the inside of the tube may become contaminated during the storage, consequently that may cause the rising of the substrate background. After assays, remove the used sample cups, primary tubes, and test cups. Remove the substrate bottle, and install a bottle containing 70 % ethanol. Seal the substrate bottle with a clean silicone cap, or the like, and store the bottle in a refrigerator. There is no need to store the diluent or washer in a refrigerator, so the containers may be left in place. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
A tosoh clinical support specialist went on-site to provide additional training for the customer. During this training session, it was identified that improper operation and maintenance of the aia-900 analyzer was occurring at the facility.